Event description:
The facility reported an issue with the stop button on a pump. This event occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.